Event description:
The customer reported that the machine was pulling too much fluid on two separate occasions during the same treatment. (For the first event, refer also to MDR 9616240-2006-00433). In 2006 at 11:00 a.m., 166 ml of too much fluid was removed from the pt. The treatment was discontinued at this time and the blood in the extracorporeal system was returned to pt. The pt's heart rate increased from 130 beats/min to 170 beats/min. The mean arterial pressure dropped from 80-90 mmhg to 40 mmhg and the pt became hypotensive. At 15:35 p.m., the pt had abdominal distension and decrease in hemoglobin. Parents wanted no further escalation of care and requested that the ventilator was turned off. The pt died and the parents declined an autopsy.